Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during the patient's ipg had reached end of life. It is unknown if the device had depleted prematurely or not. The patient was also experiencing pain at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Correction: section b5 in the initial report should have stated "as a result, the patient may undergo surgical intervention to address the issue." Instead of "as a result, the patient underwent surgical intervention during which the ipg was explanted and replaced."